Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a fiber optic sensor failure occurred. The customer reported the patient went into active etoh withdrawals and pulled on the iabp catheter. (B)(6) verified there was no external kinking, and all connections were appropriate. At her request, we assisted in changing over to the fluid lumen for alternate ap access. New screenshot of iabp monitor showed the pump functioning well with all waveforms and numbers appropriate and no kinking noted. There was no reported injury or adverse event to the patient.

Manufacturer narrative:
Only the sensor cable and sc connecter were returned for evaluation. No blood was observed on the device. The sensor cable was cut approximately 259.0cm from the sensor connector. The iab was not returned. The reported failure cannot be confirmed due to the returned condition of the device. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint#: (B)(4).

Event description:
N/a.